Manufacturer narrative:
(B)(4). The investigation was completed on 09/28/2015. The failure was due to a defective tantalum capacitor.

Event description:
Na.

Manufacturer narrative:
B)(4).

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer b)(4) did not turn on and failed out of box. Batteries were changed with no improvement. The customer states that the rechargeable battery initially in use became hot to touch and the analyzer became warm as a result. The analyzer was received at apoc on 07/06/2015 and the battery on 07/09/2015. The battery was placed in a reference (working) analyzer and was performing to specification. The reference analyzer powered up, voltage was at 8.5 and the analyzer was able to run simulator tests. The battery did not get warm and showed no signs of failure related to the customer's complaint. The battery was further tested by engineering and was found to be in spec. The analyzer would not activate, it was uncased and blown c26 capacitor was found on the analyzer's main printed circuit board assembly. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries and a red fused battery carrier were being used. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and the investigation is underway. Based on the information available, there were no patient or user related injuries associated with this complaint.